Event description:
It was reported that customer experienced cgm error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, completed pump reset with guidance, and successfully started new sensor session without recurrence of cgm error.